Event description:
I started getting daily migraines with extreme fatigue and insomnia. Followed by pelvic and lower back pain. I was seen in the ER for migraines and treated with imitrex as well as toridal.

Event description:
Additional info received from the reporter on (B)(6) 2014: update to FDA report number (B)(4). On (B)(6) 2014, I had a hysterectomy to remove essure. I had tubes, coils, uterus and cervix removed. (B)(4).